Event description:
Event description guidant received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) has dropped from 3.24 volts to 2.88 volts in 7 months. It was further reported that the patient has not received a great deal of therapy from the device and pacing output is not programmed high.